Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump fell off the bed and its display was blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a blank display, problem isolated to the interface board. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.